Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit passed all tests except for the current line and voltage test. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. It was found that the thermal fuse was damaged. Based on the serial number of the device the defect could not be attributed to manufacturing as the unit passed testing prior to release from the manufacturing facility. It was determined that the root cause was attributable to the user. When the unit exceeds 152 degrees c, the thermal fuse tends to prevent the unit from continuing to overheat and the fuse opens so that there is no continuity.

Event description:
The complaint is reported as: "new unit out of box lights up but does not heat". The issue was discovered prior to use on a patient.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "new unit out of box lights up but does not heat". The issue was discovered prior to use on a patient.